Event description:
Additional information received report that the patient was doing well. He would be seen again by the healthcare provider (hcp) in early (B)(6).

Event description:
It was reported that after the new battery was connected the patient¿s therapy settings in the right hemisphere 10+, 11-came back low at 68 during the electrode impedance check. One week after the initial report, the representative reported the patient was programmed to c+, 11- in effort to program around the short. The patient seemed okay, but there would be an appointment for a full programming work up to program around the short. Reference regulatory report # 3004209178-2015-01086 for additional information.

Event description:
Additional information received from a consumer via a manufacturing representative reported the patient received an error message on the patient programmer in (B)(6) 2015. When the patient followed up with their health care provider (hcp), a short circuit was discovered. The ins was replaced in (B)(6) 2015. Following the ins replacement, a short circuit was still detected. The right lead was finally replaced and the issue was resolved.

Manufacturer narrative:
Product ID 37601, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# va0j5db, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0j5db, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).